Event description:
The patient presented to their healthcare provider with skin irritation allegedly caused by the zio monitor. Reportedly one wing of the monitor had detached while in the shower and was reapplied with medical tape. The patient experienced redness and a burning sensation on the skin, which worsened over time. The device was removed, and the patient was prescribed triamcinolone cream as part of post-care.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for the 3-day prescribed wear period. The patient has no history of reaction to medical adhesive or sensitive skin. The cause of the reported event cannot be determined; however, the use of additional medical tape cannot be ruled out as a contributory factor. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. In addition, the zio monitor manual provides the user with after-24-hour wear instructions, which state, ¿take brief showers with your back to the water.¿ also, ¿while towel drying after a shower, the patient should hold the zio monitor with one hand.¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.